Manufacturer narrative:
H6: device code: 1494: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -10.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This did not resolve the problem. Cause of the event is reported as patient related factor, lens too short. Reportedly, patient states near vision not so clear.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).